Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as high. A specific bg value was not provided. Suspected cause was due to pump basal rate and correction factor needing to be adjusted. A bolus was delivered to address bg level. The customer adjusted the pump settings to address the reported issue.